Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), device expulsion ("migration of essure device location of device: endometrial cavity / malposition of essure device location of device: endometrial cavity"), menorrhagia ("menorrhagia abnormal bleeding") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 1984, (B)(6) 1988, (B)(6) 1990, (B)(6) 1994, (B)(6) 2004), recurrent abortion, tubal ligation, gravida, colonoscopy in 2012, hiatal hernia on (B)(6) 2013 and endometrial polyp. She denies any dysuria,ny urinary urgency,any fecal concerns. Concurrent conditions included obesity, anxiety disorder, temporomandibular joint arthralgia, menses irregular, stress, bloating, weakness, dizzy and endometrial thickening. Family history included heart disorder (father side). Concomitant products included ibuprofen from 2014 to 2015. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia ("anemia"), dyspareunia ("painful sexual intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal abnormal bleeding"), migraine ("migraines"), headache ("headaches"), the first episode of fatigue ("fatigue"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), back pain ("constant back pain"), abdominal pain ("abdominal area pain") and uterine polyp ("endometrial polyp"). The patient was treated with esomeprazole magnesium (nexium), surgery (underwent a robotic assisted laparoscopic supracervical hysterectomy,bilateral salpingectomy), surgery (underwent supracervical hysterectomy (uterus only), bilateral salpingectomy) and surgery (on (B)(6) 2015 underwent ablation and d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, device expulsion, genital haemorrhage, haemorrhagic anaemia, the last episode of fatigue, vaginal haemorrhage, weight increased, gastrooesophageal reflux disease, back pain, abdominal pain and uterine polyp outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, migraine and headache had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine polyp, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight: (B)(6) ibs. Mr- left side - about 3 or 4 coils were seen protruding into the endometrial cavity. The right side did not have any coil protruding. (B)(6) 2015: she has been using the essure for contraception without any concerns. She was doing well until 1 year ago when her cycles became heavier and longer.she then had a hysteroscopic resection of a benign polyp and an endometrial ablation. Since the endometrial ablation 6 weeks ago, she has not had any further bleeding. Prior to the procedure, her cycles were getting heavier; lengthier, with more cramping. Prior to the essure coils, she had cycles of 28 days for 4 days' duration, and prior to the ablation, her cycles were 7-10 days. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Cystoscopy also confirmed that bilateral ureteral patency was confirmed. (B)(6) 2015 : surgical pathology report : diagnosis: endometrium, polyp and curettings: fragments of secretory endometrium, benign endometrial polyp, and benign myometrium. Endocervix curettings: very scant fragments of benign appearing inflamed endcervical glandular tissue. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr-events- vaginal abnormal bleeding, abnormal bleeding, menorrhagia abnormal bleeding, migraines, headaches, fatigue, weight gain, gerd, anemia, constant back pain, abdominal area pain, endometrial polyp, migration of essure device location of device: endometrial cavity / malposition of essure device location of device: endometrial cavity, did not undergo an essure confirmation test", reporter, concomittant condition, historical drug added from pfs. Historical condiiton, familly history, concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), fatigue ("fatigue") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (underwent a robotic assisted laparoscopic supracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, dyspareunia, fatigue and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, pelvic pain and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.